Event description:
Approximately twenty four weeks after hvad implantation, this patient was admitted to the hospital for elevated lactate dehydrogenase (ldh). The patient initially reported two high power alarms. The patient's labs and log files were evaluated in a clinic visit. The patient was subsequently admitted with elevated ldh and treated with intravenous heparin. At last report, the patient's ldh was trending down and discharge was anticipated when inr is at goal and ldh has returned to baseline. The device will not be returned to heartware for evaluation as it remains implanted. Investigation is ongoing.

Manufacturer narrative:
The hvad is used for treatment not diagnosis. It was reported that the patient experienced two high power alarms. The patient was admitted to the site with elevated ldh levels and treated with intravenous heparin. Patient remained on heparin while bridging back to coumadin in the hospital. He was discharged home with no issues. At a later date, the pump was sent to manufacturer. Review of manufacturing documentation confirmed that hvad pump ((B)(4)) met all requirements for release. Post-explant functional examination confirmed that pump (B)(4) met pre-implant requirements with a power consumption of 1.90 watts. The reported event of "high power" could not be replicated but was confirmed via controller log file analysis. Log data indicated that the patient's power consumption and estimated flow were outside the normal range for a time and then returned to within the normal range following medical treatment. Independent pathological analysis was not conducted because the pump was received at a later date unassociated to this complaint. Based on the investigation conducted, a possible root cause for the reported event may be attributed to thrombus formation within the device; however, there are patient, procedural and pharmacological factors that may have contributed to this event. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings, including transportation. Serious and life threatening adverse events, including device thrombosis, have been associated with use of this device as outlined in the instructions for use (IFU). The IFU addresses guidelines for optimal patient management (including therapeutic anticoagulation guidelines of inr between 2.0 and 3.0). While there is no evidence based on the available information, it may be possible that there were some underlying health conditions that could have predisposed the patient to this event. From all indications the device operated within specifications and as intended with no indication of any device performance issues contributing to the event. Heartware is submitting this report as a result of remediation activities related to FDA warning letter fla-14-14, dated june 2, 2014, and pursuant to the provisions of 21 cfr part 803.

Manufacturer narrative:
The hvad remains implanted in the patient, therefore it will not be returned. Additional information will be submitted with-in 30 days of completion of the investigation. Device remains implanted.

Manufacturer narrative:
Additional information received indicated that the patient was admitted for treatment with intravenous heparin while bridging back to coumadin. He has since been discharged home with no reported issues.